Manufacturer narrative:
Concomitant medical product: 5086mri52 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to infection and pocket erosion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: ]the full lead was returned in segments and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.